Event description:
Possible physio control lifepak1000 saed malfunction. On the event date, lp1000 was in use on a puleless, apneic pt. After powering the unit, placing the electrodes on the pt, and pressing the analyze button, the machine directed the emt to check electrodes. The electrodes were replaced, connection checked, and analyze button was pressed. The machine indicated a shock was advised, began to charge up, the shock button was pressed, no shock was delivered, and the machine stated to check electrodes. Als arrived on scene, applied a lp12, and delivered shocks using the same electrodes. The unit was checked at start of shift and the ok appeared in the status window. The unit was secured, physio control service was requested, arrived in 2009, downloaded the unit, downloaded the lp12, and confiscated the unit for analysis at their company. Diagnosis: cardiac arrest.